Manufacturer narrative:
Technician found during a pm process, that both head brake casters were not working or holding. Replaced both casters, brake casters to resolve this issue.

Event description:
Info received that both head brake casters were not working or holding. No injury reported.